Event description:
It was reported that a malfunction alarm occurred after pump was exposed to water. Customer's blood glucose was 168 mg/dl. Customer reverted to using another pump for insulin therapy.